Event description:
Info received indicates the control panel is showing ground loss.

Manufacturer narrative:
The technician found the ground pin missing from the power cord plug. The technician replaced the power cord plug to repair the bed.